Event description:
When pt went to use the 9th syringe out of a bag of ten, they found white material stuck to the inside of the barrel of the syringe that prevents the plunger from being drawn all the way up. Pt did not have a problem with the rest of the syringes.